Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bell's palsy and "could not close their eyes, felt paralyzed, and couldn't move their left lip" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported 2 days after injection with 1 syringe of juvederm ultra plus xc in the "mid face," the patient developed bell's palsy and could not close their eyes, felt paralyzed, and couldn't move their left lip. The patient was concomitantly injected with 20 units of botox in the periorbital area, 8 of which were on the right side. Patient was treated with an eye patch, antibiotics, and prednisone at any urgent care center by an unspecified physician. Symptoms resolved approximately 2 months after injection.